Event description:
The consumer reported accidental exposure to the binaxnow covid-19 self-test reagent on (B)(6) 2023. Per the consumer, he had reagent on the swab and inserted the swab into his nostril. The consumer confirmed that he did not experience irritation or discomfort. Additionally, the consumer confirmed there was no serious injury or allergic reaction due to the reagent exposure.

Manufacturer narrative:
A product deficiency was not reported or found. Technical service attempted to provide the safety data sheet to the consumer but the consumer did not provide an email. Technical services advised the consumer to contact their health provider if any irritation occurred. A supplemental report will be provided if any additional information is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. H3 other text: single use, device discarded.

Manufacturer narrative:
Technical service attempted to provide the safety data sheet to the customer but the customer did not provide an email. Technical services advised the consumer to contact their health provider if any irritation occurred. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use, device discarded.

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 self-test reagent on (B)(6) 2023. Per the consumer, he had reagent on the swab and inserted the swab into his nostril. The consumer confirmed that he did not experience irritation or discomfort. Additionally, the consumer confirmed there was no serious injury or allergic reaction due to the reagent exposure.